Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the catheter was allegedly fractured and leaked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was received for evaluation. Visual evaluation, microscopic visual observation, tactile and functional testing were performed on returned device. A complete compound break was noted at the distal end of the attached catheter that was elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be finely granular throughout. The investigation is confirmed for the reported catheter fracture issue and identified material separation issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was reported that the catheter was allegedly fractured. There was no reported patient injury.